Manufacturer narrative:
Initial reporter phone#:(B)(6). Initial reporter additional phone#:(B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. This is the 1st complaint for the reported lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd pn 32g 4mm 5b xtw easyflow la was difficult to operate and unable to deliver insulin. The following information was provided by the initial reporter, translated from portuguese: "she commented that during the application, the needle is resistant and that insulin is wasted, as there is no correct penetration of the needle."